Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin had squirted out of the tubing during the prime process. Insulin continued to drip from the insulin pump after they had let go of the act button. The issue was resolved when they changed the reservoir. The customer's blood glucose level during the incident was more than 210 mg/dl. The customer did not have the reservoir and was not able to return it for analysis.